Event description:
Information was received indicating that the patient filled the smiths medical cadd ms3 cartridge drug container and connected the container to the ms3 pump for subcutaneous remodulin administration. But the reporter indicated that the pump could not recognize the container and it beeped. Subsequently, the patient filled a new container with remodulin and then the ms3 pump was fine. No patient consequences were reported. No adverse effects were reported.